Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the hub and catheter separated on a ultrathane mac-loc locking loop multipurpose drainage catheter. As reported, the drain had to be replaced. To date, additional information regarding the patient and event has not been made available.

Manufacturer narrative:
To date, additional information regarding the patient and event have been requested but has not been made available. The device was not returned as the user discarded the device and therefore we cannot determine if the device is non-conforming or not. Document review has been conducted and has established that proper procedures are in place to identify/prevent this failure mode prior to distribution. A review of the documentation was conducted during the investigation. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search for was also unable to be performed due as the specific lot number is unknown.. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.